Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an aneurysm embolization interventional procedure using an 8f sheath. Reportedly, between step two and step three it was found that the suture had partial loss at the suture connection point a cuff miss [suture retrieval issue] occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. During evaluation of the returned device, a foot separation was noted, and the foot was not returned. The location of the detached foot is unknown.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The account confirmed that the foot separation was not noted when the device was removed. There was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient. Therefore, likely occurred during post procedure handling. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined the reported difficulty appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.